Event description:
On (B) (6) 2008, the patient reported that there was a spot on the display of his infusion device. He stated that the infusion device had not been dropped or exposed to water. He stated that the display may be cracked. He stated that he is on the ground a lot at work. He does wear the infusion device in a case. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.